Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 382 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was pregnant and experiencing symptoms of nausea, vomiting and sweats. Customer did not have tubing clamp to complete troubleshooting. Customer was advised to change complete set and insulin. Tubing clamp would be shipped to customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.